Event description:
It was reported to the covidien on (B)(6) 2010 that a customer had an issue with a catheter, continuous flow. The customer reports he could not see the balloon inflate properly because it was taking on an abnormal shape at the location of the vessel where there were other vessels branching off. It caused the balloon to be overinflated and the distal balloon ruptured.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.